Event description:
An office manager reported a patient whose intraocular lens (iol) has shifted four days following iol implant surgery. The patient now has 2d of astigmatism. The surgeon does not feel the device caused the event.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Product history record could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested on 12/10/2008 and 12/19/2008 by phone, fax and mail. A completed questionnaire has not been received.